Event description:
On (B)(6) 2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 412 mg/dl following a meal announcement and supply change. The user elected to disconnect from the pump, administer rapid-acting insulin, and later reconnect after another supply change; no ems or hospitalization was required. No long-term health effects were reported.

Manufacturer narrative:
Device data review confirmed hyperglycemia began after a supply change on (B)(6) 2026. The ilet requested and delivered insulin appropriately in response to cgm values, and no pump or algorithm malfunction was identified. Resolution of hyperglycemia after off-pump rapid-acting insulin, followed by recurrence after reconnection, indicates a probable infusion set or fluid pathway issue. The ilet functioned as intended. The event is consistent with known risks of infusion set obstruction and will be documented and trended per risk management procedures.